Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump with updated software, provided instructions for storing and returning the faulty pump, and informed the customer about training available in their tandem source account. The caller acknowledged and understood all instructions and was advised to utilize a return box and pre-paid label to return the malfunctioning pump within ten days. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.